Manufacturer narrative:
Our field service engineer investigated the reported issue on-site. During troubleshooting, the technical error was displayed on the screen, and the gas leakage through the o2 gas module when entering the pre-use check or service menu was confirmed. To address the issue, the o2 gas module, the control printed circuit board (pcb), and the dc/dc & standard connectors pcb were replaced. The backup battery on the monitoring pcb was also replaced as it had gone out of date. After replacing the parts, the device passed all functional, calibration, and safety tests and was returned to the customer for clinical use. The provided device logs do not confirm the reported technical alarm related to power issues on the specified date of event. Nevertheless, the logs do indicate that the device has alarmed for thermistor errors in the expiratory cassette. The replaced pcbs and the o2 gas module were returned for further investigation. During simulated use testing, no technical alarm could be generated or reproduced. However, when placing the control pcb inside a reference ventilator, the aforementioned problem with gas leaking throughout became evident, along with sound being generated when entering either a pre-use check or the service mode menu. Upon further assessment of the control pcb using an oscilloscope, it became apparent that there was a signal loss in the circuit supplying the valves and gas modules. The oscilloscope analysis indicted that two components, one buffer and one operational amplifier (op amp), could be contributing to this signal loss. During a pre-use check or when assessing the service menu, the op amp exhibited significant heating, and the signal from the buffer to the op amp appeared unstable, with the output failing to consistently reach 5v. The investigation concluded that the most probable cause of the reported issue is the two defective components on the control pcb. The error was not traced to a deeper component level, so the root cause could not be definitively determined. The control pcb is a part of the subsystem breathing bre. The main responsibilities for control are patient treatment functions, that is, how to regulate the inspiratory and expiratory gas flow. The buffer component is part of the buffers circuit, and its output signals control the gas modules and valves. It should alternate between 5v and 0v during breathing. If the component is defective, the patient may receive a different amount of oxygen in the gas mixture than expected. Additionally, flow and pressure may deviate and vary. A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-I - corrected brand name: servo-I base unit d4 ¿ version or model #: - previous version or model #: servo-I - corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient¿harm. Manufacturer's ref. #: (B)(4).